Event description:
It was reported that patient presented with hip pain, so doctor removed implants and proceeded to distally fixed stem. It was a left hip.

Event description:
It was reported that patient presented with hip pain so doctor removed implants and proceeded to distally fixed stem. It was a left hip.

Manufacturer narrative:
Additional devices listed in this report: - unknown 36mm +2.5 v40 ceramic head; - unknown na 36mm liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the patient requested to have it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.